Manufacturer narrative:
(B)(4). The field service specialist (fss) visited customer site to inspect the unit. Fss was unable to reproduce the error 2012, but he did find it in the event log. Fss replaced the hard drive (hd) and versa logic board and carried out the field service checklist. The unit passed all functional tests and it was found to meet amo specifications. Through follow up with the field service specialist, it was confirmed that the error 2012 and system freeze are related and they resulted of the same issue. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer received 2012 error in the middle of a case and when the error popped up the system locked up/froze. After the system locked up/froze the user was able to restart the unit, but they elected to use a back up system to complete the surgery. It was reported that there was patient involvement; however, no patient injury reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for whitestar signature system showed that there were no issues or non-conformities. Manufacturing has been ruled out as a potential cause for the reported issue. No conclusive evidence identified for reported issue. The system was working within amo specifications. All pertinent information available to abbott medical optics has been submitted.